Manufacturer narrative:
Qn#(B)(4). The customer returned one three-lumen cvc for evaluation. A visual exam was performed and no defects were observed. The catheter was leak tested by injecting water into each extension line using the lab leak tester. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leaks were observed from any region of the catheter. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product warns that an air embolism is a possible complication associated with central vein catheters. The IFU warns not to aspirate the ars while the guidewire is in place or air may enter the syringe. Visual and functional inspections were performed and no issues were identified with the catheter. A DHR review was performed and no relevant findings were identified. No problem was found with the returned sample, therefore no further action is required. The instructions-for-use (IFU) that are packaged with this product warns that an air embolism is a possible complication associated with central vein catheters. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that an air inclusion in atrium and pulmonary embolism were confirmed during use of the catheter. Then, the CT examination was performed and found air/gas in the abdominal cavity. As a result, the catheter was removed from the patient but no additional catheter was inserted. The md considers this issue was unlikely caused by the cv catheter, but he/she would like us to investigate the catheter just in case.

Manufacturer narrative:
(B)(4). Device product not intended for sale in the us. Similar device sold in the us.

Event description:
It was reported that an air inclusion in atrium and pulmonary embolism were confirmed during use of the catheter. Then, the CT examination was performed and found air/gas in the abdominal cavity. As a result, the catheter was removed from the patient but no additional catheter was inserted. The md considers this issue was unlikely caused by the cv catheter, but he/she would like us to investigate the catheter just in case.